Event description:
It was reported that the customer experienced issues with the pump, specifically noting a loose housing area there was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.